Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
H6 patient code: no code available (3191) was used to capture the device removal or replacement. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Event description:
Update: medical records received ad 07 february 2020 were reviewed on ad 21 february 2020 by a clinician to identify product issues and/or patient harms. Doi: (B)(6) 2019. Patient received a revision of the tibial tray and insert to treat instability. Primary and revision components were attune, including a resurfaced patella, utilizing depuy cement x2. The surgery was completed without reported complications. Dor: (B)(6) 2019. Revision operative notes indicate the patient received a left tka revision due to pain and joint instability. Upon entering the knee, the surgeon identified and removed pericapsular scar tissue. The femoral component was well-fixed but found to be too much in valgus and revised. There were no reported product problems with the removed patella, tibial tray, or tibial insert. The patient was implanted with tc3 rp revision knee utilizing competitor cement. The procedure was completed without complications. Doi: (B)(6) 2019 (tibial tray, insert and pressfit stem) (B)(6) 2018 (patella and femoral, two depuy cement) dor: (B)(6) 2019. Left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : update 10-mar-2021: the investigation was re-opened upon receipt of additional information. No device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon revised loose attune tray (B)(6) 2019. Replaced with stemmed tibia and captured in (B)(4). It was also reported that the patient is miserable wanted all components removed. They planned a tc3 rp. Femoral component in too much valgus. Patella, femur, poly and tibia were removed. Tc3 cp - result less valgus - balnced well, patella tracked well. There was a surgical delay of 80 mins. Doi: (B)(6) 2019. (Tibial tray, insert and pressfit stem). (B)(6) 2018. (Patella and femoral). Dor: (B)(6) 2019. Left knee.